Manufacturer narrative:
(B)(4). Concomitant medical products: unknown oxford tibial component item# unknown lot# unknown. Unknown oxford bearing item# unknown lot# unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535 - 2022 - 00442, 3002806535 - 2022 - 00443.

Event description:
It was reported that the patient underwent a revision surgery of left knee in an unknown date due to an unknown reason. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Products have not been returned for evaluation. X-rays or medical notes have not been provided. A historical search could not be performed as the item and lot number have not been provided. These devices are used for treatment. A DHR review or a review of recalls could not be performed as the item and lot number have not been provided. The likely condition of the devices when they left zimmer biomet could not be determined as the item and lot number has not been provided. The root cause of the reported event can not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.